Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to a laboratory device. The reporter claimed obtaining results of " 380, 511 and 400 mg/dl" with the subject meter. No readings were available for the lab results. The time between tests is unknown. This complaint is being reported because the results may not have met lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.